Event description:
Rptr states that the insert failed to snap into place. It was impacted at 45 degrees. Sales rep was present so the technique was as recommended. Another insert (cat no 6632-1-816) was used, and it snapped in fine. The baseplate was a non-beaded large universal 6632-3-625. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.